Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, g1.

Event description:
Patient reported left side "capsule contraction," baker grade unknown and "intracapsular rupture". Device has been explanted.

Event description:
Patient reported left side "capsule contraction," baker grade unknown and "intracapsular rupture". Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsule contraction".